Event description:
According to the available information, the mesh tore away from the anchor during the traction part of the procedure. The anchor was left behind and another mesh was used. No other patient adverse effects were reported.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ no trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.